Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was missing the battery compartment was damaged and the lcd lens was scratched. Functional testing duplicated the reported issue. The investigation determined that a software issue was the most probable cause of the reported issue. The error was cleared and preventive maintenance was performed to resolve the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement.